Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the telescope exhibited a detached base of the light guide. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely due to the foreign bodies under the flat glass are a result of the dents in the cladding tube. Due to impacts on the cladding tube that caused the dents, small particles inside the optics may have become detached and deposited on the flat glass. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor field performance for this device.